Event description:
Customer reports that a female pt (B)(6) was being tested for d dimer. The tests were performed multiple times since 2012 on an acl futura and on the acl top cts using hemosil d dimer. Both instruments reported positive results. The pt was tested in another center on a different instrument (sysmex ca7000), and the results were positive on two occasions, and negative on the third. The samples were also tested on an acl acustar, and the results were always negative. On (B)(6) 2013 while the pt was in the emergency room, d dimer was tested and a positive result was reported. The pt was given heparin therapy. The customer is questioning the appropriateness of this treatment. There is no info as to whether an echo doppler was run, or any other tests.

Manufacturer narrative:
Hemosil d dimer is an automated latex enhanced immunoassay intended for the quantitative determination of d dimer in human citrated plasma on il coagulation systems for use in conjunction with a clinical pre-test probability assessment model to exclude vte in outpatients suspected of dvt and pe. Hemosil acustar d dimer is a fully automated chemiluminescent immunoassay for the quantitative determination of d dimer in human citrated plasma on the acl acustar as an aid in the diagnosis of venous thromboembolism and pulmonary embolism. These products make no claim for the assessment or tracking of other diseases and use of the product in such a way constitutes off label use. Reagents and samples will be obtained to pursue testing to investigate the reported discrepancy between the il methods. A f/u report will be filed when testing has been completed.